Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that customer was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of above 600 mg/dl. Customer¿s nurse reported that they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip and manual injection. Customer¿s nurse reported that they performed high pressure test and test was passed. Customer¿s nurse reported that the drive support cap appears normal. The insulin pump will not be returned for analysis.